Event description:
Note: this is one of two reports related to the same event (MFR. Report #3005099803-2014-01475 and MFR. Report #3005099803-2014-01476). It was reported to boston scientific corporation that two resolution clip devices were opened during an esophageal polypectomy procedure in the lower esophagus performed on (B)(6) 2014. According to the complainant, during unpacking, the physician noted rust inside the sheath. When the physician advanced the clip out from the sheath, the connection of the catheter and clip joints was broken. The same problem happened to the second clip. The problem was noted outside the patient and the procedure was completed with another resolution clip device. There were no patient complications as a result from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of rust found inside the clip sheath. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the device to be fully deployed. There was a kink in the control wire. It was noticed there is brown residue that does not appear to be rust; however, is most likely it is dried blood or fecal matter. This brown residue was also noticed to be on the over sheath as well, which is made of plastic. The brown residue on this device is consistent with bodily fluids that have been found on other returned devices and is not likely related to manufacturing. The alleged complaint event was noticed during unpacking of the device and the customer indicated there was no contact with the patient, but the above facts show evidence that this device was used inside a patient. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this is one of two reports related to the same event (MFR. Report #3005099803-2014-01475 and MFR. Report #3005099803-2014-01476). It was reported to boston scientific corporation that two resolution clip devices were opened during an esophageal polypectomy procedure in the lower esophagus performed on (B)(6) 2014. According to the complainant, during unpacking, the physician noted rust inside the sheath. When the physician advanced the clip out from the sheath, the connection of the catheter and clip joints was broken. The same problem happened to the second clip. The problem was noted outside the patient and the procedure was completed with another resolution clip device. There were no patient complications as a result from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that only one device was returned for analysis and the device was fully deployed. The clip assembly was returned inside the over sheath. There was a kink in the control wire. It was noticed that there was brown residue inside the distal end of the over sheath. The source of the brown residue cannot be determined. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A search of the complaint database revealed no other similar complaints exists for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this is one of two reports related to the same event (MFR. Report #3005099803-2014-01475 and MFR. Report #3005099803-2014-01476). It was reported to boston scientific corporation that two resolution clip devices were opened during an esophageal polypectomy procedure in the lower esophagus performed on (B)(6) 2014. According to the complainant, during unpacking, the physician noted rust inside the sheath. When the physician advanced the clip out from the sheath, the connection of the catheter and clip joints was broken. The same problem happened to the second clip. The problem was noted outside the patient and the procedure was completed with another resolution clip device. There were no patient complications as a result from this event. The patient's condition at the conclusion of the procedure was reported to be stable.